Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sub total gastrectomy, a reload was loaded onto the handle and it did not fire after pressing the blue button. A new reload was opened to complete the case. The operating time was not extended. There was no additional tissue resection. There was no tissue damage. Nothing fell into the cavity. There was no bleeding. There was no further incident. The last known patient status is good. No reinforcement material was used with this device.